Manufacturer narrative:
On 9-aug-2023, the product investigation was updated. A manufacturing record evaluation was performed for the finished device 00002278 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hemostatic valve was damaged. It was a typical afl in the right atrium with a cti (cavotricuspid ishmus) ablation. When the hcp went to insert the octaray in the vizigo they noticed that the hemodynamic valve was damaged, which was causing a back flow of blood out the sheath (approximately 30ml blood loss). The physician quickly removed the octaray from the sheath and the vizigo sheath was removed from the patient thereafter. A new vizigo sheath was obtained and the procedure was successfully completed with the new sheath. The patient was not affected by this product defect. The patient is now stable. The product will not be returned since the patient was hiv positive and the staff was not comfortable packaging the product for the rep. There was no brim cap detachment or damage. No patient consequences were reported. The hemostatic valve issues reported are MDR-reportable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).